Manufacturer narrative:
Product evaluation: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. Information was provided that the lens was implanted on (B)(6) 2017. After three days of treatment corneal edema was relieved and the vision improved. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health authority reported corneal edema with blurred vision in an eye following an intraocular lens (iol) implant procedure. The patient was treated with medication and the symptoms recovered. The lens remains implanted.